Event description:
It was reported that the device was wasted. No additional information has been provided by the hospital to suggest that a death or serious injury has occurred. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.